Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on 2 patient samples on an advia centaur xpt instrument. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, addressed the luminometer errors, observed fluid in luminometer due to a split aspirate tubing on probe 2, cleaned the luminometer, and tested dark counts and qc, which recovered acceptably. In a subsequent visit, the cse performed a total service call. The cause of the falsely elevated thcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on 2 patient samples on an advia centaur xpt instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate advia centaur xpt instrument. The repeat results recovered lower than the erroneous results and matched the patients¿ clinical pictures as the patients were not pregnant. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00092 on 08-may-2024. Additional information (07-may-2024): in addition to the service actions mentioned in the initial report, a siemens customer service engineer (cse) repaired aspirate tubing on probe 2 and ran total human chorionic gonadotropin (thcg) precision with patient samples, which recovered acceptably. Siemens further evaluated the event and concluded that there was no evidence of a reagent or instrument issue, the service activities performed by siemens cse resolved the falsely elevated thcg results. The instrument is performing according to specifications. No further evaluation of this device is required. The customer provided the age of patients and section b6 was updated to reflect the additional information.